Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed fluid droplets on the edge of the dialyzer header cap and on the housing. Inspection of the actual sample showed the product contaminated with blood, and disinfection was required prior to analysis. Functional leak testing was performed on the dialysate side of the device, and a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Production record values for the leak test for this batch were within specification. The reported condition was verified. The cause of the header cap damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.